Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed air bubbles in the infusion set tubing. The customer's blood glucose was 448 mg/dl, which was not treated. Assistance was pervaded and troubleshooting was performed. The air bubble was removed and it did not persist after an infusion set change. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.